Event description:
It was reported that the cardiosave intra aortic balloon pump(iabp) had alarming for "system over temperature, during use. No harm or injury to the patient was reported.

Manufacturer narrative:
It was reported that the cardiosave intra aortic balloon pump(iabp) had alarming for system over temperature, during use. No harm or injury to the patient was reported. Getinge field service engineer could not duplicate the problem. Found compressor filters needed to be replaced based on system hours. Compressor been dirty or partially plugged causing compressor to run hot.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11 corrected fields: e1 (initial reporter), e3, h6 (type of investigation).